Event description:
A peripheral transluminal angioplasty ("pta") catheter was used to perform a deployment of a j & j palmaz balloon expandable #p308m stent on a pt. The outer balloon remained inflated. The balloon was intentionally over-inflated to cause it to burst. The pt remained stable with no hemodynamic changes and suffered no harmful effects.